Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on 10/9/2013 stated that noise was oversensed on the rv channel. Pacing inhibition was also noted. There were no adverse patient effects. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).